Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2019-02250.

Event description:
The patient was undergoing a thrombectomy procedure in the right middle cerebral artery (mca) using a penumbra system jet7 kit (kit) and a neuron max 6f 088 long sheath (neuron max). During the procedure, the physician placed a non-penumbra 8f short sheath and then placed a neuron max into the high cervical segment of the mca. Next, the physician was unable to advance the penumbra system jet 7 reperfusion catheter (jet7), a non-penumbra guidewire and, a velocity delivery microcatheter (velocity) as one unit through the neuron max. Therefore, the physician removed the jet7 and found the distal tip to be broken. Subsequently, the neuron max was also found to be kinked and, therefore, it was removed. The procedure was then completed using a new jet7, a new neuron max with the same velocity and 8f sheath resulting in tici 3. There was no report of an adverse effect to the patient.